Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated device, suprarenal aortic extension, and a limb extension. Reportedly, the patient had leg pain and discomfort, an angio was performed and showed the limb extension had thrombosis/kink in it and had separated from the bifurcated device. The physician elected to place a limb extension to fix the component separation, and then place a self-expanding stent in the previously implanted limb extension to help with the kink, and extended beyond the graft to assure transition in the eia. The patient is doing well post procedure.

Manufacturer narrative:
Based upon the clinical findings, the reported secondary procedure was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause pointing to manufacturing or design was not identified based on the available information. Product use was incongruent with the IFU due to: the greater than 90 degrees angle of the right common iliac artery; and, the greater than 2.3 cm diameter of the left iliac artery. Cautionary product use conditions that might have contributed to this event included: tortuous, calcified iliac arteries; a pre-existing left femoral popliteal bypass graft; chronic occlusion of the right superficial femoral arteries. Patient factors that might have contributed to this event included: pre-existing history of peripheral vascular disease, peripheral arterial disease, and continued use of tobacco products.